Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related.

Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related. Additional information was received that the event was assessed as not device related.

Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related. Additional information was received that the event was assessed as not device related. The event was assessed by the physician as not related to the device but possibly related to the rfa procedure. During the rfa procedure, right thalamotomy was performed with no complications. Following the procedure, the clinical study patient experienced hypoactive delirium and delayed awakening. The patient was admitted to the intensive care unit and the event resolved the following day. The patient was stable at discharge. After the treating physicians consultation with neurology, the hypoactive delirium was diagnosed in the context of advanced parkinsons disease. The rf disposable electrode is not being returned to bsc for laboratory analysis as there was no device malfunction reported.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: cosman rfg-4, upn: rfg-4-220v, model: rfg-4-220v, serial: (B)(6), batch: g4100535, upn: (B)(4).

Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related. Additional information was received that the event was assessed as not device related.